Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, the rubber of the trocar rips when placing the caliper and leaks. Additional information has been requested but not yet received.